Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a cystoscopy and total vaginal hysterectomy due to rectocele and cystocele.

Manufacturer narrative:
The patient underwent mesh implantation on (B)(6) 2010 due to stress urinary incontinence. It was reported that following insertion the patient experienced pain, bleeding, infection, urinary/bowel problems, recurrence, dyspareunia and neuromuscular problems. It was reported that on (B)(6) 2012, the patient underwent mesh removal due to mesh complications. (B)(4).